Event description:
Material no.: 381437, batch no.: 8117765. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. The following information was provided by the initial reporter: per mw form: after placing #22g 1.88" piv, needle would not retract.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified?: the initial reporter also notified the FDA via medwatch mw (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 381437, batch no.: 8117765. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. The following information was provided by the initial reporter: per mw form: after placing #22g 1.88" piv, needle would not retract.